Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited high out of range shock impedance measurements greater than 125 ohms. Pace/sense impedance measurements were noted to be stable and within normal limits, and no noise was observed. Potential lead damage to the shocking coil was suspected. Technical services (ts) discussed troubleshooting options to consider for the next in-clinic follow-up. No adverse patient effects were reported. This device remains in service.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited high out of range shock impedance measurements greater than 125 ohms. Pace/sense impedance measurements were noted to be stable and within normal limits, and no noise was observed. Potential lead damage to the shocking coil was suspected. Technical services (ts) discussed troubleshooting options to consider for the next in-clinic follow-up. No adverse patient effects were reported. This device remains in service. It was reported that continued high out of range shock impedance measurements continued to be observed. The patient underwent a routine device replacement procedure for reported normal battery depletion. The physician elected to leave this lead implanted and connected to the replacement device. The lead vector was programmed to not include the svc coil, and the procedure was completed. No adverse patient effects were reported. This device remains in service.